Event description:
Additional information received from the health care professional (hcp) reported they were unaware of the event and the patient was last seen on 2014 (B)(6).

Event description:
It was reported that the patient had an appointment on (B)(6) 2015 where an x-ray was done showing the leads intact and there was a minor defect which was localized along proximal 2 had shown on the right side. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0322216v, implanted: (B)(6)2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2003, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type: lead. (B)(4).